Event description:
Patient was in hospital for two days due to a urinary tract infection. While in the hospital, at some point, the patient's tubing detached and the hospital didn't know what to do, so they stopped patients pump. Patient's brother contacted md office and patient's remodulin was restarted. No other information available. Unknown if the patient had any side effects due to the hospital stopping the pump. Reported to (B)(6) by pt/caregiver.